Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that difficulties were encountered during a supply change in which the connector could not be turned to lock the cartridge into place, similar to a previously experienced issue. Multiple troubleshooting steps were attempted, including performing a dry run, rewinding the device, and trying several different cartridges and connectors, without success. The same supplies were then tested in a separate demonstration device, and the connector still could not be turned. It was advised that a connector from a completely different box be used, and when a connector from a different supply box was tried, it locked without issue. The supply change was successfully completed using those supplies. A replacement box of connectors was arranged to be sent. Blood glucose levels were not affected. The patient reported use of a contact detach infusion set, and the connector lot number was 31935. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.